Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer returned replacement meter - unable to test. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that they returned the replacement meter with the replacement product.

Event description:
Consumer reported complaint for high blood glucose results. Customer initially called for assistance in performing control test. Customer's wife then stated she was concerned because blood results from truemetrix meter were 100 points higher than another device; actual meter to meter comparison results were not provided. The customer is concerned with tests results from results obtained of 206, 300, 215, 166 and 167 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 05/27/2019 and open vial date is two weeks. The meter memory was reviewed for previous test result history: result 1 :206mg/dl date: (B)(6) 2018 time:12:17pm fasting; result 2 :300mg/dl date: (B)(6) 2018 time:1:41am fasting; result 3 :215mg/dl date: (B)(6) 2018 time:11:31am fasting; result 4 :166mg/dl date: (B)(6) 2018 time:1:10pm fasting; result 5 :167mg/dl date: (B)(6) 2017 time:2:07pm fasting;